Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received a shock for an appropriate ventricular rhythm that physicians determined converted out to atrial rhythm with aberrancy. During the aberrancy, the device was detecting t-waves intermittently. Initial therapy was appropriate. Clinician indicated subsequent therapy was inappropriate since provided due to t-wave oversensing (twos). The device remains in use. No further patient complications have been reported as a result of this event.